Event description:
Filter introducer sheath kinked inside pt, resulting in difficulty of filter placement. Filter was not implanted. Filter attempt was abandoned. A similar but stiffer introducer was used which also kinked. A second filter of the same type was tried.